Event description:
The tip of a 7.0 mm plastic trocar broke and a loose piece was visualized during insertion of the trocar. The surgeon attempted to flush out the loose piece using a saline solution. It was reported that following examination of the area the chip could not be visualized. An x-ray was not taken due to the fact that the material was plastic. The procedure was completed without further incident.